Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the protruding wire event could not be concluded, although it can be presumed that the defect was caused due to unusual stress applied to the bending section during user handling, while the root cause of the blurry image event was presumably caused by water invading the scope connector during user handling. The events can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection user can reduce/prevent occurrence of the suggested event 1 by handling the device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. User can reduce/prevent occurrence of the suggested event 2 by handling the device in accordance with the following IFU. Gif/cf/pcf-290 series reprocessing manual chapter 1 general policy 1.4 precautions :before immersing the endoscope in reprocessing fluids, confirm that the eto cap (mb-156) is not attached to the endoscope. If the eto cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope 5.4 leakage testing of the endoscope_ perform the leakage test :when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. :do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The image was blurry and after drying objective-lens, the image was restored to normal. Additionally, there was a steel wire at the bending tube that was protruding. The following findings were also identified, and are as follows: (a.) The angle knob rotation/angulation directions- knob play (up/down and left/right) , and bending angles left, were out of specification, (b.) The objective lens was dirty and failed appearance, (c.) The insertion tube buckled and the coating was peeling off at the insertion section, (d.) The scope connector connection failed, (e.) The connecting tube had a wrinkle, (f.) And the scope connector had corrosion on the plug unit suction connector and cannot be connected securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope exhibited a blurry image. It was unknown when the event occurred. The patient was not under sedation. There was no delay. There was no harm or injury to the patient or user associated with the event.